Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 3008829311-2018-00079. It was reported the patient suffered a headache following a drg trial lead placement procedure. The physician indicated the patient had a cerebrospinal fluid (csf) leak during the procedure. Patient was admitted for further treatment. Patient¿s spouse later indicated the patient was to receive a blood patch.